Manufacturer narrative:
Product analysis conclusion; the stent graft inaccurate delivery and renal artery occlusion could not be assessed on the pre-implant films received; therefor the cause of the event could not be fully determined. Post-implant CT¿s were not available for review and the stent graft in-vivo configuration could not be evaluated. It is likely that the event was procedural related as noted. It is also possible that the angulated aortic neck may have been a factor in the inaccurate delivery of the stent graft in the planned position. B5 additional information received; it was confirmed no future treatment is planned. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in a patient for the endovascular treatment of an 46mm abdominal aortic aneurysm. It was reported that during the index procedure, when the endurant main body was deployed proximally, imaging was performed and marking for both renal arteries was performed. It was stated that the physician intended to deploy the device below the left lower renal artery, but occlusion of the lower renal artery was confirmed at the final imaging. The physician attempted to canulate the left renal artery between the stent graft and the blood vessel wall with a catheter and wire from the left arm, but it was not successful. Touch-up balloon was also performed. As per the physician, the cause of the event was user error. It was stated that there was a possibility that the arm or bed moved during deployment in proximal side, resulting in dislodgement of the marking, or that the main body moved to the proximal side due to push-up during deployment. No additional clinical sequalae were reported and the patient will be monitored.